Manufacturer narrative:
(B)(4).

Event description:
It was reported that a merlin.net transmission showed the device in back up vvi mode. The patient was asymptomatic. A device download was successfully performed.